Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead, (B)(6) 2009; 4076-52 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that there may be a potential lead fracture. It was also reported that the right ventricular (rv) lead coil impedances were at 254 ohms. It was confirmed by the representative that the lead fracture was likely. It was also reported that the fluid monitoring feature measurements ceased. The device and lead remain in use at this time. No patient complications have been reported as a result of this event.